Manufacturer narrative:
Product support conducted testing on retains using cal I and 2 donor samples. No error codes or standard outliers were observed. No elevated levels of troponin I (tni) were observed on cal I or either donor. No false positives were observed. Complaint not confirmed, no elevated tni levels or false positives were observed. Manufacturing data reviewed and all testing met release criteria. No false positive results were observed. No product is expected to be returned. No corrective action required as no product deficiency was established.

Event description:
In 2009, client says triage reported falsely elevated troponin (tni) value. Triage cardiac panel gave false positive results on patient sample vs. Lab result. Results were: triage troponin 0.32 vs. Roche 0.01. In 2009: 5pm troponin-0.05, ckmb- 1.6, myo- 76; 7pm troponin-0.32, ckmb- 2.5, myo- 85. In 2009: 4am troponin 0.01 (roche), ckmb- 2.7 (roche).